Event description:
It was reported that the patient was implanted with synapse construct on (B)(6) 2010. It was reported patient is complaining of painful hardware. Patient is scheduled for a revision surgery to remove the hardware on (B)(6) 2014. Patient returned to surgeon to remove painful hardware on (B)(6) 2014. The surgery was completed without any reported complications. There were no reports of broken hardware, however all 29 parts will be listed due to patient pain at an unspecified location. No product will be returned; it remains in the custody of the hospital. This is report number 17 of 29 for (B)(4).

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that are complaint related anomalies. The device history record shows this lot of angled ti top loading transconnectors was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.